Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was 517mg/dl, 170 mg/dl, 385 mg/dl, over 400 mg/dl, over 500 mg/dl, 517 mg/dl, 140 mg/dl and 300 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as very thirsty. The customer stated that the sensor not matching blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer did not experience diabetic ketoacidosis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. No unexpected low transmitter alarm noted. Device received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.